Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 3360 v-sics since last session 1.25 days ago. 36 non-sustained episodes with v-v intervals less than 220 milliseconds from 20 to (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained episodes. The proximal segment of the lead was subsequently returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a high sensing integrity count (sic) which triggered lead integrity alert (lia). The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.